Event description:
This lead was explanted because of noise on the lead that began to charge the device. The physician decided to replace the lead. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead was found cut at approximately 17 cm distal to the is-1 connector pin. Two segments were received for analysis. It is reasonable to assume that the lead was cut during the explantation procedure. The visual inspection of the lead segments demonstrated a damaged insulation at approximately 32 cm distal to the is-1 connector pin. In that section the insulation body and the coating of the conductor cables to both shock coils was found damaged. These findings can be considered as the root cause for the observed issues mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The deformations of the svc shock coil occurred most likely during the explantation procedure. The analysis of the returned segments did not reveal any sign of a material or manufacturing problem.